Manufacturer narrative:
Additional information: b5.

Event description:
A user facility biomedical technician reported to technical support that an aquabplus, hf 2500 experienced the red/green switch tripping. Thermal damage was reported. There was no patient involvement associated with the reported issue. The thermal overload was tripped, there was not a mains phase missing due to power issues or a tripped mains fuse, there were not any other environmental conditions such as power surge, line fluctuations close to the event, the cable lug attached to the motor protection switch was loose on the on/off switch. The staff crimped the lug to tighten it on terminal and the problem has been resolved. The motor protect switch has been changed, the wiring was not replaced. The cables will be replaced with the new style cables. The parts have been discarded and are unavailable for return.

Event description:
A user facility biomedical technician reported to technical support that an aquabplus, hf 2500 experienced the red/green switch tripping. Thermal damage was reported. There was no patient involvement associated with the reported issue. The thermal overload was tripped, there was not a mains phase missing due to power issues or a tripped mains fuse, there were not any other environmental conditions such as power surge, line fluctuations close to the event, the cable lug attached to the motor protection switch was loose on the on/off switch. The staff crimped the lug to tighten it on terminal and the problem has been resolved. The motor protect switch has been changed, the wiring was not replaced. The cables will be replaced with the new style cables. The parts have been discarded and are unavailable for return.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The complaint investigation determined that poor electrical contact at the motor protection switch caused the reported power failure. The provided photo revealed that the cable for line conductor l2 was not in the proper position at the motor protection switch. As a result, the blade receptacle overheated, and the electrical contact failed. According to the provided information, the service team did not previously disconnect or reconnect the blade receptacle of the affected line conductor. A device history record (DHR) review was not performed as this issue is well known. No separate review of the service history was required. Reproducing the reported failure pattern was not necessary, as the failure type is a known issue. A review of the service manual was not necessary as burnt/discolored wires and blade receptacles is a known issue. Based on the provided photo, the reported problem was able to be confirmed. The motor protection switch was replaced and the onsite technician plans to replace cables connected to it.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported to technical support that an aquabplus, hf 2500 experienced the red/green switch tripping. Thermal damage was reported. There was no patient involvement associated with the reported issue. Multiple attempts have been made to gather additional information, however as of date none has been received.